Manufacturer narrative:
(B)(4).

Event description:
It was reported that during elective system change out procedure, the physician noted an insulation anomaly on the atrial lead. All electrical values were normal. The lead was explanted and replaced. The patient was doing well and would continue to be monitored.